Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the system alerting for a low glucose and the low lasting about 45 minutes; the caregiver contacted support and was advised to treat the low and delay meal announcement until glucose was above 70 and stable, and the caregiver provided oral glucose. Symptoms included headache. Outcomes included recovery without medical intervention and nonmedical assistance from a caregiver. Investigation included troubleshooting and education regarding acute hypoglycemia management and acknowledgment that glucose targets had been adjusted earlier the same day by the endocrinology team. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.